Manufacturer narrative:
No add'l info has been provided regarding signs and symptoms of the reaction experienced. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided.; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Compatibility was reviewed with no issues noted. A definitive root cause cannot be determined with the info provided. The device history records were reviewed for the femoral, tibial, and articular surface components, and indicate the devices were manufactured, inspected, and packaged to specs. Review of the device history records for the patella was not possible as the product and/or lot numbers required for retrieval were unavailable.

Event description:
It is reported that the pt underwent a two stage revision. The first stage occurred on (B)(6) 2008 and completed on (B)(6) 2008, due to chronic inflammatory reaction to the implanted device, despite negative testing for metal sensitivity.